Event description:
Litigation alleges patient had pain, metallosis and an inability to walk after asr hip implants.

Event description:
Litigation alleges patient had pain, metallosis and an inability to walk after asr hip implants. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, metallosis and an inability to walk after asr hip implants. Doi: (B)(6) 2009 (right hip). Dor: none reported. Doi: (B)(6) 2009 (left hip). Dor: none reported. Patient is resident of (B)(6). Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2014 der received. Surgeon, hospital, patient info added. Hip side information, 1 product and explant date added for left hip. Additional revision reason: elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.